Event description:
The customer reported that the alarm has power but no alarm tone when pressure is off of the pad. There was no visible damage reported. This was discovered during set up and there was no pt injury.

Manufacturer narrative:
(B)(4): eval: results - eval of the returned product found that there is no alarm tone when pressure is off of the pad. The tone selector does not work and the fail safe does not work. The pins in the rj11 receptacle are bent. The black battery wire insulation is damage but the wires are still intact. The battery door is missing. There is a strong urine smell coming from the alarm. (B)(4).